Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the customer not following device reprocessing instructions per the IFU/manual can not be determined. The event can be prevented by following the instructions for use, ¿reprocessing¿ chapter. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Endoscopy support specialist (ess) identified that the reprocessing steps for the oes cystonephrofiberscope was not followed based on the reprocessing manual. The customer was not performing a wet leak test and failed to manually clean using a detergent solution prior to a manual high-level disinfection. Furthermore, the customer was not storing scopes in a bin or sterile area before or after the patient procedure. The ess demonstrated a proper reprocessing step from pre-cleaning at bedside through manual high-level disinfection. In addition, the ess recommended for the customer to perform a wet leak test in a bin or sink large enough for the scope to be completely immersed in water. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An endoscopy support specialist reported incorrect reprocessing of the oes cystonephrofiberscope during a facility summary review observation. There was no patient involvement, no harm or user injury reported due to the event.